Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "disperse small cysts, of subcentimeter size" and "can't be ruled out incipient intracapsular rupture." The device has been explanted and replaced with a non-allergan device. This record relates to the left side.